Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, immediate implantation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, pain, mobility.